Event description:
Tip of the canady handpiece came unattached during the case. Surgeon was able to reattach it and continue using. Company notified of issue. Replaced 5 handpieces. We have continued to have this issue. This is the 5th occurrence of this same issue.